Manufacturer narrative:
Additional manufacturer narrative: product evaluation was not performed as the device was discarded by the hospital staff. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A manufacturing deficiency was not identified. A definitive root cause could not be determined at this time. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 19 mm pericardial valve, implanted two (2) years and three (3) months, was explanted due to aortic regurgitation. This valve was originally implanted to correct aortic stenosis. The device was explanted and replaced with a 19 mm edwards valve with no adverse patient effects reported as a result of the valve replacement. At explant, infection of aorta was also observed; however, it was unknown if infection of aorta was causing aortic regurgitation. Type and source of infection were not reported. The patient status was reported as ¿under treatment¿ at ICU. Multiple cardiac surgery procedure: CABG at implant and enlargement of annulus at explant.